Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced an adverse event. The patient¿s father stated the sensor was inserted into the abdomen on (B)(6) 2018. On (B)(6) 2018 the patient experienced extreme low glucose values that were under 40 mg/dl. They alleged that the even occurred due to the sensor failing. Data was provided for evaluation and confirmation of the sensor failure was confirmed. The probable cause was determined to be progressive sensor decline. No additional patient or event details are available.